Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2017-03904. It was reported the patient experienced ineffective pain relief after suffering an impact on the ipg site (reference MFR. Report: 1627487-2017-03904) and performing swimming exercises. X-rays indicated both leads had migrated. Reprogramming was attempted; however, only partial coverage was restored. In turn, surgical intervention was undertaken on (B)(6) 2017 during which the leads were repositioned. Stimulation was restored following the procedure.